Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer for analysis.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation at the third-party service center, the device was visually inspected/scraped, and evidence of foam degradation was found - visible particles were visible.

Manufacturer narrative:
The manufacturer previously reported that a device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the device evaluation at the third-party service center, the device was visually inspected/scraped, and evidence of foam degradation was found - visible particles were visible. In the previous report the cfn/fei# was incorrectly selected. It has been corrected in this report.